Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an echocardiogram (echo) on (B)(6) 2022 and a right heart catheterization (rhc) on (B)(6) 2022. The echo confirmed severely reduced right systolic function. The patient had moderate to severely reduced right systolic function prior to left ventricular assist device (lvad) implant. The patient was to continue milrinone for right ventricular support. It was noted that on (B)(6) 2022 the patient was having constant syncopal episodes every time they stood. Their symptoms resolved when they laid flat. Log files contained set speed changes and low flow hazard events. The syncope was due to generalized debility and loss of vascular tone. The patient condition was managed through medications and the patient was undergoing physical and occupational therapy. No further low flow alarms were noted on (B)(6) 2022 or (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the log files provided by the account confirmed low flow events; however, a specific cause for these events could not be determined through this evaluation. The submitted controller event log file contained data from 01aug2022 through 11aug2022. Intermittent low flow alarms were captured throughout the file. Pulsatility index (pi) values were elevated during the observed low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jul2022. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including right heart failure that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.